Manufacturer narrative:
Estimated date of event. Year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The rechargeable ins ceased to operate and was replaced. The device's service life had been extended in (B)(6) 2018. The issue was resolved at the time of the report. No further information was provided, and no medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The ins did not display eos. The patient had difficulty recharging the system for the first time since implant. The ins turned off and the patient was admitted to the hospital due to acute and severe hypokinesis on the evening of (B)(6) 2018. The device was turned back on with clinician programmer and confirmed to be at 75% battery charge. The patient remained in in-patient for the next days. On (B)(6) 2018, it was observed the ins switched its programs spontaneously from 4.4 v and 4.1 v on right and left sides, respectively, to 0.0 v on both sides with another period of severe symptoms in terms of hypokinesia. Ins replacement was planned for (B)(6) 2018, although it was also reported the ins was already explanted, so it is unclear when the device was explanted. Follow-up will be performed to clarify this discrepancy. There was no record of overdischarge, falls, emi, or any other external factors. No cause was determined. Historical impedance reports tested at 0.7 v on (B)(6) 2017 noted high impedances on all left sided electrode pairs, other than c/2, ranging from 2655 ohms (unipolar) to 5808 ohms. This was consistent with an impedance check at 0.7 v on (B)(6) 2018 which showed high impedances between 2764 ohms to 4272 ohms on unipolar pairs and 4479 ohms to 6816 ohms on bipolar pairs. Pair c/2 was once again within normal range at this time. An out of range impedance of 2006 ohms was observed on the right side on pair c/8 in (B)(6) 2017, but this was resolved at the time of the impedance check in (B)(6) 2018. The patient the patient was implanted with bilateral subthalamic nucleus deep brain stimulation (dbs) for parkinson's disease.

Manufacturer narrative:
Additional information corrected the explant date to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the device was explanted (B)(6) 2018.

Event description:
It was reported that the high impedance on the left side have been known for at least a year, and it is not relevant for the therapy. The patient has not had any problems since the revision. The programming for the patient has never caused any problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned implantable neurostimulator (ins) (serial no: (B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.